Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on proper insulin labeling. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.